Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event e315 (incompatible scope error) was attributed to corrosion on the plug unit. The circuit board unit in the scope connector was found to be dirty due to water leakage. Additionally, corrosion on the connecting tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope displayed an e315 (incompatible scope error). The circuit board unit in the scope connector was dirty, and the connecting tube showed signs of corrosion. There was no patient involvement.